Event description:
Biktimirov, a., sufianov, a., orlov, a. The first implantation of baclofen pump for treatment of severe spasticity in the federal center of neurosurgery, state tyumen, russian federation. Stereotact funct neurosurg. 2013;91(suppl 1) 158. Summary: one of the leading reasons of an invalidation of the patients after heavy cerebral injury, stroke, cerebral spastic infantile paralysis, multiple sclerosis and many other diseases that have a trend to defeat to the syndrome of spasticity. At the moment the problem of treatment of a heavy syndrome of spasticity is in the (B)(4) at an early stage of development. 15 peoples took part in our researches that were operated during 2012. All patients were made MRI, evaluated by means of the ashworth score, spasm frequency, barthel index, rankin scales and psychological tests. Criteria for implantation of a pump became: a tone of no less than 3 on a scale ashvort, reduction of the tone in 1 point after the giving a test dose of baclofen, and the most important thing for the (B)(4) - to live near our clinic. Spasticity, spasm frequency and quality of life were clinically and statistically decreased by all patients. We would like to note the significant improvement of quality of life at the patient with a myelopathy of the spinal cord. As a result of treatment is that she got rid of the help in movement in a month and returned to a good state of health. During the treatment we had 2 complications. First case the catheter tear from the pump 2 times because of intensive physical activity. Second case took place during the flight by plane. The patient fell into a hypotonic coma and then she was hospitalized. Next day after health stabilization she was discharged from the clinic. Chronic intrathecal baclofen therapy is really highly effective method of treatment for spasticity that promote to improve the quality of life and demands further development on the territory of the (B)(4). Reported event: the catheter was torn from the pump on twice due to intense physical activity.

Manufacturer narrative:
(B)(4).